Manufacturer narrative:
Method codes: 3331. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch# pmh244, mfg.date: (B)(4) 2019; exp. Date: 10/31/2021. In addition, a review of the batch manufacturing record for the possible batch number was conducted and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify a date of the (vsd) initial surgery? - this case occurred in june. Please clarify the outcome/event date? - the patient was recovered and discharged from the hospital. Event date is (B)(6) 2020. What is physician¿s opinion as to the etiology of or contributing factors to the staphylococcus epidermidis outcome? - the surgeon commented that only process which was changed was the selection of suture. Thus, the suture was considered as the cause of the allergic reaction. Product lot number? Possible lot number is pmh244. No further information will be provided. The following information was requested, but unavailable: were there any pre-existing signs/symptoms of active infection prior to the initial surgical procedure (vsd)? - did the patient receive any prophylactic antibiotics pre- or intra-operation? Please specify. Other relevant patient comorbidities/concomitant medications? Was the re-suturing performed after the original suture was removed? If yes, when? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/31/2020. Additional h-6 patient codes: 1907, 3189- surgical intervention. Additional b5 narrative: the initial procedure name is open ventricular septal defect surgery. The whole wound site became red, and exudate oozed. The wound did not become dried. The surface infection occurred. It was also reported that since the symptom mentioned above occurred, cleaning was done. Though cleaning was performed, it did not heal. The antibiotic agent was administered. Staphylococcus epidermidis was detected. The symptom healed after the suture was removed. The patient was recovered and has already been discharged from the hospital with no additional issues. The surgeon opined that there was causal relationship between the event and product. The surgeon¿s opined that the process which was changed was the selection of suture. Thus, the suture was considered as the cause of the allergic reaction. There are no other possible contributing factors. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify a date of the (vsd) initial surgery? Please clarify the outcome / event date ? Were there any pre-existing signs / symptoms of active infection prior to the initial surgical procedure (vsd)? Did the patient receive any prophylactic antibiotics pre- or intra-operation? Please specify. Other relevant patient comorbidities / concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to the staphylococcus epidermidis outcome? Was the re-suturing performed after the original suture was removed? If yes, when? Product lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and the barbed suture was used for dermal suturing. After the surgery, postoperative infection occurred. Event date is (B)(6) 2020. Additional information has been requested.